Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's scs lead exhibited high impedance. Surgical intervention may be taken to address the issue.

Event description:
Follow up identified the patient's scs lead was replaced with new one. Effective stimulation therapy was reportedly restored postoperatively.